Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned and analyzed. Foreign material was confirmed in the lead which appeared to be green coating off of the guidewire. As a result, the clinical observation was confirmed.

Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead was noted to be hard to flush and the wire had difficulty passing through. Eventually, the flush was possible. However, the wire still could not pass. It was indicated there was apparent obstructed area about 1cm into the pin end. No adverse patient effects were reported.